Manufacturer narrative:
Assembly problem identified 706 is not accepted by the system. P-cap locked in place properly during testing. Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self test and displacement test. Thus software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any no delivery alarms that may have occurred in the past or during the complaint date. The adapt tool reveals that on (B)(6) 2024 at 18:56:08.000 no delivery alarms were recorded as well as on (B)(6) 2024 at 13:29:54.000 hour. However, no alarms noted during testing. Noisy motor noted during loading and rewind process. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly, including flex connector motor. Moisture damage was noted on electronic assembly and debris on motor slide threads. Unit was also received with battery tube threads - cracked, cracked case (battery tube), cracked case on battery side, pillowing keypad overlay, debris in motor slide threads, and scratched case. In conclusion customer concerns for insulin block were not confirmed during testing. Unit was received with a noisy motor. Unit was tested successfully, and no unexpected no delivery alarms noted during testing. Unit functioned properly. However, moisture damage was noted on electronic assembly and debris on motor slide threads. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), rewind anomaly, no delivery/occlusion alarm - unknown timing, occluded. The customer reported no adverse event. The event involved product(s) mmt-1780kl, mmt-332a, mmt-397a. Customer reported a past insulin flow blocked alarm.the customer called for an issue not covered by existing troubleshootingguides. Refer to the event description for more details.customer reported pump was dropped/bumped and/or pump has possiblephysical or cosmetic damage. No harm requiring medical intervention was reported. No product return is required for mmt-1780kl. No product return is required for mmt-332a. No product return is required for mmt-397a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.